Event description:
It was reported by the customer that the device had an error code 210.5020. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Correction: g.2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly for damaged harness for an error 210.5020, replaced 2 dim segments u3 & u4 on display board and unit calibrated. The probable root cause of the reported issue was due to electrical failure of the bezel assy - wire harness damage. A review of the device history record showed the device had a manufacture date of 26feb2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an error code 210.5020. There was no additional information provided and no patient involvement.